Manufacturer narrative:
Upon receipt of additional information from the complainant, zimmer biomet was informed that the complaint was filed in error and that the patient is not experiencing the post-operative complications alleged. The initial report should be voided.

Manufacturer narrative:
(B)(6). (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient had pain, stiffness, and swelling in the left knee. The patient was treated with a manipulation as well as prescription/over-the-counter painkillers.